Event description:
Case description: investigation results: since last submission the case has been updated with the following: investigation results was added (no changes in imdrf codes). Narrative was updated accordingly. H3 continued: evaluation summary novopen 5, batch number: mvg6x29-1. The product was not returned for examination. Novopen 5, batch number: mvg6x29-1. The product was not returned for examination.

Event description:
Case description: investigation results: novopen 5, batch number: mvg6x29-1. The product was not returned for examination. Final manufacturer's comment: 03-mar-2023: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: evaluation summary novopen 5, batch number: mvg6x29-1. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). The blood glucose was high [blood glucose increased]. No medicine could be pushed out and no medicine was injected into the body [device failure]. Case description: this serious spontaneous case from china was reported by a consumer as "the blood glucose was high(blood glucose increased)" with an unspecified onset date, "no medicine could be pushed out and no medicine was injected into the body(device failure)" with an unspecified onset date, and concerned a patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy". Patient's height, weight and body mass index not reported. Medical history was not provided. On an unknown date no medicine could be pushed out and no medicine was injected into the body. The blood glucose was high, and the patient was hospitalized. The patient returned the novopen 5 to the local drug store. Batch numbers: novopen 5: mvg6x29-1 . Action taken to novopen 5 was not reported. The outcome for the event "the blood glucose was high(blood glucose increased)" was not reported. The outcome for the event "no medicine could be pushed out and no medicine was injected into the body(device failure)" was not reported. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".